Event description:
Reportedly, the pump delivered faster than it was programmed. The device was set to deliver a solution of natrecore at rate of 6.7 ml/hr of 22.3ml vtbd. After 1hr 30min, the pump alarmed and the bag was empty. There was no pt injury. Couple of days before the incident, the customer said that the pump trurned itself on and alarmed malfunctioned and then turned itself off.